Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a burnt board and the ac wont power on or charge device. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair with complaint of burnt board, and ac won¿t power on or charge device. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. Confirmed customer reported complaint during start up test and internal visual inspection. Additional findings included melted bottom case, charring of bottom case and top case, charring of power board, and worn drive train parts. Parts replaced included top case, bottom case, power board, power board cover, plunger case right, carriage, lead screw, clutch left/right/cam, worm gear and coupling, and plunger position potentiometer. Functional testing was performed to confirm the issue was fixed. A power board malfunction was determined to be the cause of reported issue.